Event description:
On 12/18/98, user induced anesthesia exposed the pt's spine and later found that the image guided axis drill guide was not functioning. The pt remainded under anesthesia for two hrs while the user unsuccessfully attempted to fix the drill guide. The user decided to abort the case without having performed the procedure since he could not use the image guided axis drill guide. The procedure was rescheduled for tuesday dec 22 during which time the pt remained in the hosp.